Manufacturer narrative:
Additional information: e1, b5, a4, d1, and d4.

Event description:
Patient reported that they received a coolsculpting treatment to the abdomen (upper, middle, and lower) and flanks on (B)(6) 2025 and (B)(6) 2025 using curve 120, curve 150 and curve 240 applicators and presented with paradoxical hyperplasia (the areas of concern are hard to the touch and appear disfigured and very unsightly). Healthcare professional later reported paradoxical hyperplasia diagnosed to the upper, middle and lower abdomen. Healthcare professional later reported that affected area is firmer, larger, in the shape of the applicator and that the patient has not undergone medical intervention.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen and flanks on (B)(6) 2025 and presented with paradoxical hyperplasia (ph). Device remains in user facility.